Event description:
Pt reported experiencing elevated blood glucose of 350-400 mg/dl. Her normal range is 180-200 mg/dl. She indicated that normally when she would prime the device 6 drops of insulin would fall from the tubing, but now she only observed 4 drops. Pt stated that she consistantly changed her cartridge every 6 days, indicating that the device was delivering the same amount of insulin. She reported that occasionally she observed air bubbles in the tubing, but did not experience any leaks. Pt indicated that she believed the device to be under-delivering insulin. She did not report any symptoms associated with the elevated blood glucose. No medical assistance was required. Product was requested to be returned for evaluation.